Event description:
It was reported that during an iliac stenting procedure, unexpected stent movement occurred. The lesion being treated was located in iliac vein. As the physician began to deploy the wallstent endoprosthesis, the distal end of the stent did not appose. Therefore, instead of the stent shortening in a distal direction, upon continuation of deployment, the stent shortened proximally. However, the physician checked the location via ivus and was satisfied. The procedure was completed with this device.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation, and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).